Event description:
After receiving a heart monitoring device and body guardian strips from preventice technologies and being allergic to the metal in them, I notified the company and they sent me 3m red dot repositionable monitoring electrode for what they called "super sensitive skin". I used these for about 5-6 days. During the entire time, my skin itched like crazy and after removing every evening to shower and replace, there was a red tender square spot where the electrode was removed. I tried to position them in different places however, the heart monitoring device required them to be in a certain position. I was unable to continue the testing for the remaining 3 days as my skin was so sore and itchy.